Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: report error 13-1064-1227 during the check in process was confirmed. As received, the lvp detected error 13-1064-1227 upon powered on. The lvp serial number and the parameter data were lost during check in process. The lvp was removed from the test unit prior to the completion of the pm updating. The lvp was functioning properly after the serial was re-installed. The lvp software verified to be corrected as sku. Conclusion: removed the lvp prior a totally completion of the pm updating is the main cause of soft fault error 13-1064-1227. Wrong software is not confirmed. Rework: re-flashed lvp serial number. Disposition: route to service for normal process.